Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Event description:
It was reported patient was unable to connect with external devices. Company manufacturer met with patient and several attempts of troubleshooting was unable to reconnect with ipg. The cp logs were analyzed. The ipg was found to be in service app mode. The cp did attempt to repair the ipg 2 times and completed both repair attempts. Ipg deemed inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.